Manufacturer narrative:
Initial and final MDR (B)(4) - device 4 of 5.

Event description:
Reference number (B)(4). Event occurred in the canada. It was reported on 27-aug-2024 that the patient observed infusion set was leaking. The infusion set was used for less than 48 hours. The issue got resolved by replacing the infusion set and resumed insulin deliveries successfully. No further information available.